Event description:
Reporter indicated that vns pt experienced "shooting electrical current" through their body after doing some heavy lifting earlier in the day. It was reported that the pt complained to the point of screaming that their device was shooting electrical current all across their chest and into their neck, causing constant sore throat and leading spouse to beleive that they were going to die. The pt's chest was described as being "red like if someone poured hot water on pt" and the pt was short of breath with difficulty swallowing during the episode. It was also reported that the pt had "red blisters" on their chest and that the pt experienced pain in their stomach and the bottom of their feet. The pt's spouse indicated that the pt has a history of heart problems and that spouse planned to sue the manufacturer if the pt died as a result of the shocking sensation. It was reported that the shocking stopped when the pt placed the magnet over the device. The pt was seen by treating neurologist who programmed the device to off. The device was successfully interrogated, but no diagnostic testing was performed because the pt was excessively belligerent to the point that the physician had to call security. It was reported that the pt had not experienced significant efficacy with the vns therapy prior to the incident. Treating neurologist does not believe that the device is malfunctioning and indicated that the pt has psychological issues. The device was later explanted at the pt's request.